Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. Customer support has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/28/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the grip pad and below the grip pad: the reported issue was duplicated. A battery cap was not returned with the pump; a test battery cap was used for the analysis. The test battery cap was able to secure to the pump case per the instructions for use (IFU). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.